Event description:
Additional information was received that the right ventricular (rv) lead was revised and replaced to resolve event.

Event description:
Additional information was received that the rv lead was explanted and replaced to revolve event.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion at the proximal region consistent with friction to the device can. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zone. Correction: b5.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed, and the lead noise was not reproduced. Rv lead is pending lead revision procedure. The patient was stable.